Manufacturer narrative:
Insulin pump was unable to prime during prime test due to loose and protruded drive support disk. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that insulin is squirting out during manual prime, and they are unable to exit the preparing to prime loop. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.